Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured december 14-19, 2023. Four (4) actual samples, videos, and a photograph of a sample were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. However, visual inspection of the photograph and videos showed evidence of a leak inside a bag containing a device. Functional leak testing was performed on the returned samples and monitored until the next day; no signs of leak were observed. The reported condition was not verified on the actual samples; however, was verified on the video and photograph. The cause of the condition could not be determined; however, a probable cause may be use-related in which the blue winged luer cap was not securely tightened after the device was filled. The product label (IFU, instructions for use) instructs the user to ensure the cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-four (24) small volume folfusors leaked inside the protective overbags. This occurred after filling, prior to patient use. There was no patient involvement. No additional information is available.